Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It was reported by phone that a zimmer screw fractured inside implant and needs the 2223, 2224, 0493 and a mhlas to place restoration back on the implant. No medical history. Tooth 13.